Event description:
Info received that the pt head section will not raise. No injury reported.

Manufacturer narrative:
Tech found the head will not raise. All buttons engage. Issue caused by stuck valve. Replaced head up valve to resolve this issue.